Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 300-400 mg/dl at the time of the incident. The customer's current blood glucose level was 434 mg/dl. The customer was treated by the insulin pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with broken belt clip rails. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.